Event description:
There were 6 surgical sponges (4x18 lap sponge) in a single sterile package. The package is labeled as containing 5 per pack. This incorrect number of sponges in packs could contribute to retained surgical sponges.